Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: since no samples displaying the reported condition were received a potential root cause could not be defined. Since no samples displaying the reported condition were received corrective actions are not necessary.

Event description:
It was reported that 3 bd 60ml syringe luer-lok¿ tips experienced difficult plunger movement. The following information was provided by the initial reporter: caller reported that he had 3 instances where he could not pull back the syringe plunger to draw insulin into the syringe. Number of occurrences: 3. Did the caller insert the needle into the cartridge and encounter fill resistance? No. Was the syringe/needle reused? No. Did issue cause any injury? No.